Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that during a routine pulse generator change out procedure the right atrial (ra) and right ventricular (rv) leads were unable to be removed from the device header. All four set screws were reported to have been stuck. Both leads were cut and capped. The device is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead segments were thoroughly analyzed. The segments of the lead had already been removed from the header of the device during device laboratory analysis. It was determined that the clinical observation was due to silicone to silicone bonding of the lead seal ring to the inner seals in the header of the device. No further analysis was performed.